Manufacturer narrative:
(B)(4). Carefusion was notified by the customer that the 89-6110, liver retractor device will not be returned for evaluation. The customer did not communicate the lot number of the sample; hence a DHR review could not be performed. A photo of the affected device was requested to determine the age and observe the reported failure, but no photo was provided. The complaint indicates that one of the links possibly dropped off into the patient. This happens when there is a failure within the internal cables and nitinol wire. The failure is associated with overstressing the instrument by applying too much tension (force) to the internal cables and wires while forming the instrument¿s shape. This failure mode is typically associated with the product designs prior to 2006 which did not have the ¿nipple¿ feature which retains segments if a failure of product occurs. After the 2006 addition of the nipple feature, the instrument design aided in the prevention of the segments disassembling for the part in the event of a failure. Without the device to confirm and evaluate the reported failure carefusion is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. Carefusion will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported that while using a triangular articulating retractor it broke during a procedure. As a result, one of the links possibly dropped off into the patient. The patient was taken to x-ray to located or verify if that was the case. Additional information received 18nov2015: the sales rep reported the links broke and fell into the patient. The customer thinks they retrieved them all as the x-ray did not show any retained objects. Multiple attempts were made to obtain further information and receive the device for investigation.